Manufacturer narrative:
(B)(4). Additional concomitant medical products: unknown apollo femoral component catalog # unknown lot # unknown; unknown apollo tibial component catalog # unknown lot # unknown. Customer has indicated that the product will not be returned because product location is unknown. Reported event was unable to be confirmed due to limited information received from the customer. Device was not returned. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Product location is unknown.

Event description:
It was reported that the patient had an initial right knee arthroplasty. Subsequently, the patient was revised due to unknown reason. Although only the articulating surface was indicated as needing replaced, all the components were removed. Attempt for further information has been made, but no further information has been provided.